Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
It was reported that upon being turned on, the automated impella controller (aic) said aic failure. There was no patient harm.

Manufacturer narrative:
Investigation summary: data review: the device logs confirmed a controller error (event set #1039) alarm during startup. This alarm is triggered when the light which reaches the ccd sensor array is less than 0.75v, which indicate a malfunction of the optical lamp. The alarm was intermittently triggering. Device analysis: the reported controller error was not able to be reproduced upon console start up and testing. Perform 5s parameter check, ccd distortion check, and confirmed lamp power output were all within range. Conclusion: the root cause of the controller error is likely due to a defective optical bench lamp assembly. Device history lot n/a. Device history batch subcomponent name: optical bench lamp assembly. Material number: 2450-0038. Lot number: 1845269. Serial number: (B)(6). Device history review: q1) service history review - are there any qns associated with the complaint device¿s most recent service report? Console ic7317 underwent rework due to a nonconformance according to the fsr 300072386 which was related to the failure mode. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? No. Q3) complaint history review - have there been any other complaints against this console? Yes (B)(4): optical signal issue. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console ic7317.